Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain. Update 1/23/2015 - pfs and medical records received. Pfs now alleges high metal ions, squeaking of the hips, and lost mobility. After review of the medical record for MDR reportability, the stem is being added for the alleged high metal ions (no lab results provided). The complaint was updated on: 2/13/2015.

Event description:
Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, lab results indicated high metal ion levels. No revision has been reported still.the complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle plaintiff profile form alleges loosening of cup, metallosis/metal wear and elevated metal ions. The law firm name, revision date, expiration, manufacturing date and UDI, and patient harm were updated as well. Added impacted product cup and bone screw. Doi: (B)(6) 2007; dor: (B)(6) 2016; left hip.